Event description:
The hearing aid (h/a) dispenser reported that the sentry ii waxguard came unseated and fell into the user's ear on three occasions. The user's physician removed the waxguard each time.